Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. White tape was attached to the extension tubes. Catheter body was tied by attached string at 40cm marker. Continuity testing confirmed a full open condition of the distal and proximal circuits, respectively. The catheter body was kinked at approximately 55 cm proximal from the catheter tip. An indentation was observed on the surface of the catheter body near the 40 cm marker. A cut down of the catheter body was performed just proximal of the proximal electrode and just distal of the y-adapter to expose the pacing leadwires. The leadwires were found to be broken at approximately 55 cm from the catheter tip where the catheter body was kinked. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 minutes without leakage. No visible damage to the balloon or windings was observed. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of pacing issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. A device history record review was completed and documented that device met all specifications upon distribution for both possible lot numbers. Possible lot numbers are lot 60244210: manufacturing date 12/22/2015, expiration date 12/15/2017, lot 60140721: manufacturing date 08/11/2015, expiration date 08/03/2017.

Event description:
It was reported that the catheter did not sense an intrinsic electrical signal or did not pace from the beginning of use. The catheter was replaced and the problem was solved. There were no patient complications reported.